Event description:
Boston scientific received information that, during the explant procedure of the associated cardiac resynchronization therapy defibrillator (crt-d), there was difficulty removing this right ventricular (rv) lead and right atrial (ra) lead from the device. The left ventricular (lv) lead was removed successfully. The rv and ra set screws would not come loose. The physician attempted to loosen the rv and ra leads with several wrenches, but they all broke. A drill bit and grinder were then used, but still no success. The decision was made to cut the leads from the crt-d. New rv and ra leads were implanted with the new device.

Manufacturer narrative:
This rv lead will not be returned for laboratory analysis due to being surgically abandoned. At this time there is no additional information. Should additional information become available this report will be updated.